Event description:
Oracle ro 1066439 fail accuracy -13.35%(while testing/date unknown).

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the complaint found no evidence of the reported complaint. Device then underwent accuracy tests; unable to confirm the reported customer complaint. Test results were all within the internal spec. Of +/-3.0 percent.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -13.35%. No reported adverse effects.